Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Thirty four days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis. Treatment for the peritonitis event was not reported. Dianeal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested, but is not available at this time.